Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with insulin. Reportedly, the cartridge was filled with approximately 130 units of cold insulin. There was no impact to the customer's blood glucose level. During a follow-up call, the customer was able to load the cartridge successfully and resume insulin delivery.